Manufacturer narrative:
Information states this device remains in-service. Investigation is completed to date. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was later explanted for normal battery depletion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a voltage of 2.57 v and charge times of 19.7 seconds with the elective replacement indicator declared. It was reported that at this point the timing of replacement was not the best for this patient. There was inquiry as to how long before end of life would be declared. Technical services discussed recommendations and physician discretion. This device is part of the shortened replacement window ((B)(6) 2007) and mid-life display of replacement indicators advisories. No adverse patient effects were reported.